Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was brought to the emergency room. The device was interrogated and a message of backup vvi mode was observed. The patient is in the intensive care room, intubated and ventilated with possible cerebral damage. It was stated that the patient was shocked several times by an external defibrillator, causing possible damage to the device. The device remains implanted.